Event description:
It was reported that a tria ureteral stent was to be used in a procedure. During preparation, it was found that the stand of the stent was broken. There was no information on what have completed the procedure and there were no patient complications reported.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break. Block h11: investigation results: the returned tria ureteral stent was analyzed, and during the inspection, it was found that the bladder coil was detached, which did not confirm the reported problem stent shaft break. Based on the most relevant information, the analysis performed to the returned device, it is possible to conclude that this issue could be caused by operational factors. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. A risk review was completed and confirmed that the event of "stent shaft break and stent coil detached/separated" were defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the results of the device evaluation, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.

Manufacturer narrative:
Block h6: device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that a tria ureteral stent was to be used in a procedure. During preparation, it was found that the stand of the stent was broken. There was no information on what have completed the procedure and there were no patient complications reported.